Event description:
A 77 year old was on intravenous heparin administered via pump. Pt received overdose of heparin. Entire IV bag infused within two hrs. Nurse claims pump was set on correct dose. Pump was taken out of svc immediately. A ptt was within normal limits.